Manufacturer narrative:
The reported events of helix mechanism issue, unspecified capture issue, unspecified sensing issue and stylet insertion issue were confirmed. As received, a complete lead was returned in one piece. Final analysis found the stylet was stuck inside the lead. The inner coil inside the connector region was over torqued consistent with procedural damage. During electrical testing the lead was shorting due to over torqued inner coil at the connector region. The cause of the reported events of unspecified capture issue and unspecified sensing issue was isolated to the over torqued inner coil at the connector region which is consistent with procedural damage. Stylet insertion test could not be performed due to the stylet stuck inside the lead. The cause of the reported event of stylet insertion issue was isolated to the over torqued inner coil at the connector region which is consistent with procedural damage.

Event description:
It was reported that the patient presented for implant procedure. During the procedure, the patient's novel right ventricular lead failed to obtain adequate capture and sensing thresholds. Upon multiple repositioning attempts, the lead helix failed to extend. The procedure was completed using an alternate lead on (B)(6) 2023. The patient was stable.

Event description:
New information received notes that the stylet for the patient's right ventricular lead failed to advance during procedure.